Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an undetected downstream occlusion was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The force sensor and tubing guide will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during an unspecified process step at the mckesson. There was no patient involvement. No additional information is available.